Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, upon interrogation of the device, no capture at maximum output was noted on the right ventricular lead. A chest x-ray confirmed that the lead had dislodged. The lead was repositioned on (B)(6) 2019. The following morning, no capture threshold at maximum output and undersensing was noted. The lead was repositioned a second time on (B)(6) 2019. The patient was discharged on (B)(6) 2019 after satisfactory sensing and thresholds were noted.